Event description:
As reported by the user facility: event 7 good afternoon I am reaching out on behalf of (B)(6). I am reaching out because it seems last saturday every single patient we put on the machines the entire day had issues with air in the bloodlines (sl -2010m2096 32/case). We have pulled the rest of the stock off of our floor due to this issue. We wanted to give you a heads up that this was an issue with lot numbers a2500204 14 lines affected and a2500219- 11 lines were affected. We also were wondering if you have heard of this issue before? Please let us know and how to proceed with damaged bloodlines. Thanks so much -(B)(6).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). Eleven (11) unused samples were submitted to the manufacturer for evaluation. All samples were visually evaluated, and no defects were observed. Luer taper test was performed on five samples and 5 out of 5 arterial lines and 1 out of the 5 venous lines failed. The same five samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. All five arterial lines were identified with leakage at the red patient connector. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.